Event description:
Synthes (B)(4) sales consultant (B)(6) reported to synthes (B)(4) trauma product manager the following event occurred during a revision surgery for mal-union of sub-talar fusion. During revision surgery 7.3mm cannulated screws x 2 were removed intact and 2 new screws were implanted. During procedure, surgeon was using 2.5mm drill bit to bloody and prep the calcaneus for fusion and the drill bit broke. Both pieces were recovered and no extension of time was needed for the procedure. The surgery was completed using a same or like product. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. This report is a quantity of 2 unknown screws. Cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.